Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed on the navigation system to perform root cause analysis on the system. The site has not agreed to the service, preventing any service being performed. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), a damaged caster wheel was found on the navigation system. No additional information was provided. There was no patient present when this issue was identified.